Event description:
It was reported that during unpackaging of the 3.5 x 23 vision stent delivery system (sds), the protective sheath was removed, and it was observed that the stent had dislodged from the sds balloon, but remained on the balloon lumen. The device was not used and there was no patient involvement. It was noted that the device became contaminated on the table. Another 3.5 x 23 vision stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned stent delivery system (sds) noted blood visible on the balloon and contrast in the inflation lumen and balloon, consistent with preparation and handling. The stent implant was returned dislodged from the sds and inside the orange protective sheath, confirming the reported dislodgement. There was no damage noted to the stent implant. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were multiple bends in the full length of the hypotube. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular. This damage does not appear to be related to or have contributed to the reported stent dislodgement. The inner diameter of the protective sheath and the outer diameters of the stent were measured and met manufacturing criteria. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. In this case, it is possible that during preparation, positive pressure was applied to the sds, slightly expanding the stent, such that when the protective sheath was removed the stent dislodged. A search of the lot history record did not indicate any nonconforming material records for the reported lot related to the event and a search of the complaint-handling database indicated no other incidents. Based on this investigation, there is no indication of a product quality deficiency. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.